Event description:
The patient came in for exploratory laparotomy with excision of abdominal graft, lysis of adhesions, take down of transverse colostomy and reconstruction of anterior abdominal wall. The disposable staple device was used to close the enterotomy. When the stapler fired, the staples did not fully close. This is a device that does not cut. The surgeon was aware of the staples not fully closing and he put in sutures to secure what he believed to be the weak part of the staple closure. A few days postoperatively, the patient developed fevers and drainage from his wound and there was suspicion of an anastomotic leak. The patient was taken back to surgery and it was noted that the staple lines from where the gia had been fired was intact and anastomosis in its entirety was not under any tension. It was determined that the failure of the staples fired with a ta was probably responsible for the enteric leak. The device used was discarded during the first case and we did not become aware of the problem until the patient returned to the or.